Event description:
Lung transplantation. Reportedly, lung resection of recipient. Fired to the bronchus. Opened the jaw once to confirm the stapling was performed properly, then closed the jaw again and cut the tissue. After that, pushed the approximating lever up but the jaw would open. Then cut the tissue of patient side with a surgical knife, reinforced the fragment with hand sewing.